Event description:
Boston scientific received information that this transvenous right atrial (ra) lead became dislodged shortly after implant. There were no reported adverse patient effects.

Manufacturer narrative:
This lead was surgically revised and remains successfully in service. If new information were to become available, this report will be further evaluated and updated.